Event description:
Healthcare professional reported during injection with skinvive by juvederm that patient presented with a reaction similar to that observed in cases of possible vascular involvement characterized by local edema. Healthcare professional treated patient with hyaluronidase and an antiallergic ointment. Event has improved, but is still ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.